Event description:
Disposable ethicon endopath retriever bag was inserted through a trocar to place the prostate in the pouch. The string broke and came completely away from the pouch. Another bag was obtained and used without issue.